Event description:
A surgeon reported three explanted intraocular lenses (iols) due to patient dissatisfaction. Additional information has been requested. There are three medical device reports associated with this event. This report is for the second explanted lens.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. This report was mailed to FDA on: 04/24/2009.